Event description:
Subsequent to initial medwatch report, additional information received. Hemostasis was achieved using manual compression. The anteriotomy target site was the right common femoral artery. Reportedly, there was a clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was partially deployed. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Review of the device lot history record did not reveal manufacturing related nonconforming material records associated with this lot. A query of the complaint-handling database revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that physician attempted arteriotomy closure using a starclose se device in the common femoral artery after an diagnostic procedure. Reportedly, the starclose se device "failed". The method used to achieve hemostasis was not provided. No clinically significant delay in the procedure was reported. There were no reported adverse patient sequelae. The physician is reported to be in-training and is proficient in the use of the starclose se device. Though requested, no additional information was provided.